Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there was an over infusion with a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed the device was in fair condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that the pump module was initially programmed at 1:44 am on (B)(6) 2018 to infuse a custom concentration of fentanyl 20 mcg/100 ml which made the concentration 0.2mcg/ml. The user selected no to the guardrails warning ¿concentration is below guardrails limit of 10mcg/ml. Proceed?¿ the user then entered 10mcg/100ml which made the concentration 0.1mcg/ml; the user selected yes to the guardrails warning ¿concentration is below guardrails limit of 10mcg/ml. Proceed?¿ and started the infusion at 20mcg/hr (200ml/hr) with a vtbi of 100ml. At 2:18 am the user changed the rate to 2ml/hr, which made the dose 0.2mcg/hr, but then changed the dose back to 20mcg/hr, which again made the rate 200ml/hr. The user selected no to the guardrails warning ¿concentration is below guardrails limit of 10mcg/ml. Proceed?¿ and entered a concentration of 10mcg/1ml but did not complete the programming. At 2:24 am the user changed the dose to 20mcg/hr, but again did not complete the programming. At 2:26 am the device was channeled off. The volume recorded as being infused during this period was 94.078ml. During the infusion, the device alarmed 6 times for air in line and 1 time for fluid side occlusion. Functional testing was performed and the device was delivering fluid within specification. The root cause of the reported overinfusion was not identified. The intended programming parameters were not provided.

Event description:
The customer reported that there was an over infusion with a patient. There was no patient harm.